Event description:
It was reported that the pump was unable to be filled with all of the drug. Only 35cc was able to be filled but they were able to aspirate 38cc from the reservoir. Troubleshooting was performed at the time of report which included starting with a new needle, bathing the pump in warm sterile water and the locked reservoir valve procedure was reviewed. Later the same day, they were able to aspirate the reservoir but still could only get 32 to 33cc¿s of drug in it consistently. After initially calling, they tried to empty the pump and aspirate any air out of the reservoir and then tried to fill it again. They had emptied 2 syringes of air and with the third empty syringe they held negative pressure for 5 minutes. It still started locking at 32 to 33cc¿s. They had warmed the pump as well and tried a different needle. It was also confirmed when they aspirated the drug back out that they were not getting a lot of bubbles along with the drug. The filter was also checked and they made sure it was purged of any air. The locked reservoir valve procedure was done 2 more additional times as well. The device manufacturer representative had a backup pump. The health care provider (hcp) didn¿t want to utilize the pump as he wasn¿t comfortable with it. It was agreed to not implant it. The new pump they obtained was filled and there were no issues with it. No patient symptoms were noted and it was confirmed there was no patient injury. The device was not used with/in a patient. The device system was used to deliver gablofen however it was later noted to be compounded baclofen. Additional information to clarify which type of baclofen was used was requested however it wasn¿t available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ refillkit_acc, serial# unknown, product type: accessory. (B)(4). Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump contained compounded baclofen.